Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Unexpected battery power loss not confirmed. Failed battery test not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss. The customer¿s blood glucose value was unknown. The customer also stated that the new battery did not resolve the issue. The customer also assisted with troubleshooting. The customer was reported that the battery cap was not broken, the insulin pump had failed battery alarm. The insulin pump will be returned for analysis.